Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient injected in an unspecified site with juvéderm® volux¿ the beginning of the month and "had an infection to the area". Patient responded well to the antibiotics advised by the treating injector whilst away. Symptoms information not provided.

Event description:
Heathcare professional (hcp) later reported patient has 1 ml of juvéderm® volux¿ injected into the chin area. Patient traveled and experienced swelling, redness, and tenderness to the area resulting in infection. Hcp recommended a course of antibiotics. Hcp reported speaking with patient who stated " no issues since, no further swelling or tenderness. Patient wanted to know whether possible filler could have come out with infection but we were unable to review."

Manufacturer narrative:
Additional, corrected, and/or changed data.